Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date in february and involved a transpac® IV bifurcated monitoring kit 48", 2 disposable tranducers, 2 3 ml squeeze flushes, macrodrip, (pole mount). It was reported that the bifurcated transducer malfunctioned, exposing the nurse with patient blood. While the rn was drawing blood from a more distal port, the needleless connector more proximal ¿squirted¿ blood.¿ the customer stated that it appeared to be a failure of the needleless connector. There was patient involvement, but no patient harm or delay in therapy was reported as a consequence of this event. This is report 1 of 2.